Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. Additional information has been requested. (B)(4).

Event description:
A consumer reported that eight months following bilateral intraocular lens (iol) implant surgeries with monofocal iols, she decided to exchange to a multifocal lens in the left eye. Following the lens exchange she was experiencing dark circles that "shone like they were glass" during the day and night. She was also experiencing a reflection off of the lights at night making it difficult to see. The consumer reported that she felt a burning sensation when looking at lights and that her vision was obscured. Additional information has been requested.